Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using two robotic assisted saw interfaces (sasi) and a base station device that the saw lost connection when attempting to make a cut and a terminal error occurred. They found that the receptacle on the right sasi was not allowing the saw plug to insert all the way. They were able to get through the saw calibrations just fine but when they went to fire the saw, the connect was not secure. They forced the saw plug in further, reregistered and completed the case with the robot. After the case the reported tried the saw plug with another sasi and it seated in fully without issue. The reporter also reports that the left sasi in the same tray fits loosely at the robot. This was found when they were testing it and was using the drape for testing. The lower clamp opens very easily and it is an older lot number with a high volume of use. It was reported that there was an unspecified delay in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, on (B)(6) 2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additionally, it was reported that "the right sasi was not loose at the base latch where it clamps to the robotic assisted device. The issue was solely with the saw cord only engaging about halfway in the port on the sasi and then hitting a hard stop.".

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was found that the edge port of the device was deformed and with little nicks across it. Additionally, device had signs of usage. Functional test found undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. Furthermore, functional test revealed that the e-connector could fully seat into the electrical port of the sasi, despite of deformations observed on the edge of the port. The overall complaint was confirmed as the observed condition of the device would have contributed to the complained device issue. The assignable root cause for the nicks and deformation are related to user error. The issue related to the undesired movement/play is related to a design issue and has been escalated to a CAPA.